Event description:
The patient reported that she is having multiple seizures and doesn't want to wait too long for generator replacement. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Information was received from the physician that the increase in seizures was due to external factors, unrelated to vns. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
B5. Corrected information, supplemental report #1: inadvertently did not report the replacement surgery. D6b. Corrected information, supplemental report #1: inadvertently did not report the explant date. F10. Corrected information, supplemental report #1: inadvertently did not add code f1905 for replacement surgery. H6. Corrected information, supplemental report #1: inadvertently did not add code b17 for device not being returned.

Event description:
The patients device was replaced. The explanted suspect device has not been received to date. No further relevant information has been received to date.